Event description:
Pt implanted 1999 in the upper and lower lips. Onset of erythema and pruritus and other local non-immune symptoms 01/2000. Pt treated 3/29/2000 with diflucan, 5/2/2000 with aristocort and medrol and treated with aristocort on 6/5/00, 6/29/00, 7/7/00.